Manufacturer narrative:
Analysis of the 8709sc catheter revealed no significant anomaly, miscellaneous testing catheter incomplete/returned in segments. Analysis of the 8596sc catheter revealed no significant anomaly, miscellaneous testing catheter incomplete/returned in segments. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), product type catheter; product ID 8596sc, serial # (B)(4), product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information later reported the catheter was repositioned and as far as the reporter knew the patient was doing "fine."

Event description:
It was reported the catheter pulled back and the catheter was replaced. Additional information later reported the catheter ¿pulled¿ back into wound. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.